Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient also experienced a fever ¿up over 104¿ in addition to the infection and also that their ¿body¿ was ¿rejecting it¿. It was noted that these issues had begun about 3 months ago and confirmed that the implantable neurostimulator (ins) had been removed. The patient was subsequently implanted with a new device and was reported that ¿everything is working great¿. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient felt "like a burning" in their back and that the skin was hot to the touch at the implant site. It was noted that the burning sensation was enough to keep the patient from sleeping. It was noted that prior to the explant the patient had fluid drainage. It was noted that the patient experienced a very irritating pain.

Event description:
Additional information stated the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturer representative and had an appointment scheduled for (B)(6) 2013. It was later reported the patient's implantable neurostimulator was removed due to infection and the patient recovered without sequelae. Additional information stated the type of infection was unknown. It was also reported there was no patient injury.

Event description:
It was reported the patient had a very irritating pain and a burning feeling at the implant site since yesterday. It was added that the patient turned their stimulation down but still had the burning sensation. It was later reported the patient complained of his ins site being red, swollen, and inflamed. It was added that there was a possible infection and that antibiotics were ordered. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.